Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that an unspecified cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: during investigation, the battery cap and cartridge cap were not returned with the pump and were not listed on the pi products. A test cap was unable to be securely attached to the pump due to stripped battery compartment threads. The cartridge cap was able to securely attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.